Manufacturer narrative:
(B)(4). The device was explanted and has been returned to med-el headquarters, where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the patient achieved relatively poor benefit after ci activation. Diagnostic imaging showed 4 electrode channels to be out of cochlea. N o trauma was reported. The pt has bee reimplanted.

Manufacturer narrative:
Conclusion device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the active electrode was found partially outside of cochlea, as confirmed by x-ray images and the patient was not receiving adequate benefit from the device. The patient was re-implant with a new device. The investigation results appear to match the problems mentioned in the patient report. This is a final report.